Event description:
The patient stated that he was replacing the insulin cartridge in his infusion device when he attempted to "unscrew" the adapter and the rubber plunger in the cartridge remained attached to the piston rod. As a result, the insulin in the cartridge spilled onto the patient, with a small amount spilling into the cartridge chamber in the infusion device. The small amount of insulin in the cartridge chamber was removed by the patient's wife using a tissue. During troubleshooting with a company representative, the plunger was detached from the piston rod enabling insertion of a new cartridge of insulin. The patient did not report any blood glucose concerns. The patient did not require medical assistance from a healthcare professional or second part to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.